Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to reimplant an aus device. During dissection through difficult tissue with poor blood supply in the urethra the physician accidentally dissected into the back of the urethra causing bleeding and hematoma. After the damage was identified under flexible cystoscopy, a catheter was placed and the procedure aborted. Following the procedure the patient fully recovered.